Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip was delivered with no issue; however, when an attempt was made to fire the second clip, the jaws broke. The device could not be removed from the trocar, so the trocar and device were removed together. A new trocar was placed and a new device was opened to complete the case without incident. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaw/cam. The analysis results found that the device was received with the jaw and cam ramps disengaged; the ramps were noted damaged. This condition would not allow the jaws to collapse in order to form the clips. Four remaining clips were found. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. In addition, the device locked out as intended but the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The over-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw and cam ramps disengaged. The device was sent to our lab for further analysis. The device was examined with an optical microscope and images of the distal end of the device were taken. While the incident report states the jaw broke during surgery, no piece of the component actually fractured from the device. The tab on the right side of the jaw bent upwards, most likely during the firing. Images of the device, were reviewed as it was received into the pi lab. The right side of the jaw cam interface shows several regions where the parts are bent. The most obvious is that the tab on the jaw is bent upwards and is outside track and would prevent the jaw from closing on a clip. Additionally it appears that the cam is slightly bent inwards which may have been the reason the jaw became bent, possibly on the first firing. It is not certain how the components became bent, it may have been an assembly issue or from shipment. But the jaw and the cam apparently were properly heat treated since the tabs did not fracture as may occur if the parts were too brittle.